Event description:
A customer reported his freestyle flash meter turned on with button but not with test strips due to using incompatible test strips. He further reported as a result of being unable to test, he experienced a hypoglycemic episode with loss of consciousness. He reportedly self-treated with glucose tablets and soft drink to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. Adc customer service educated customer on the test strips compatibility.